Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error code displayed during aspiration. The target lesion was located in the superficial femoral vein. An angiojet(tm) solent(tm) proxi was selected for a mechanical thrombectomy procedure. After 80 seconds of runtime, the device stopped and gave an error message. The device was re-primed; however it kept stopping. Saline was noted around the pump and in the drawer of the solent proxi device. An angiojet(tm) solent(tm) omni was then selected for use and multiple attempts to prime the device were made, however it was noted the device would start the priming process but would not complete the 15 second prime cycle. The procedure was completed with a non-bsc device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a solent proxi thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error code displayed during aspiration. The target lesion was located in the superficial femoral vein. An angiojet® solent¿ proxi was selected for a mechanical thrombectomy procedure. After 80 seconds of runtime, the device stopped and gave an error message. The device was re-primed; however it kept stopping. Saline was noted around the pump and in the drawer of the solent proxi device. An angiojet® solent¿ omni was then selected for use and multiple attempts to prime the device were made, however it was noted the device would start the priming process but would not complete the 15 second prime cycle. The procedure was completed with a non-bsc device. No patient complications were reported and the patient status is fine.